Manufacturer narrative:
The expertise of the suspected medical device has not yet begun and will make it possible to know the reasons of the complaint. However ; internal documentation shows that the icp probe has been delivered in conformity with release criteria.

Event description:
A cerebrospinal fluid leakage has been found after icp ventricular catheter implantation when pre-inserted stylet has been removed.

Manufacturer narrative:
According to sophysa in-house process, the icp catheter (B)(4) has been analyzed by quality control laboratory. A first internal documentation analysis showed that the icp catheter has been delivered conform to relaese criteria. Then, a visual analysis showed that the catheter returned is clean and metallic stylet is well placed in ventricular tubbing. The sight shows a circular perforation in the silicon part separating drainage channel and stylet channel. A new insertion of the stylet in the hole formed between the two channels permits to confirm the perforation by the metallic stylet. This defect is probably due to an accidental perforation of the silicone tubing with the stylet during manufacturing operations. Indeed, channel perforation is clean suggesting it was made by a manufacturing operator and that it has escaped visual control vigilance. In conclusion, the catheter defect explains the csf leakage reported by the user.

Event description:
A cerobrospinal fluid leakage has been found after icp ventricular catheter implantation when pre-inserted stylet has been removed.